Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va11h1t, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the healthcare provider was planning to revise the patient¿s implanted system, but ended up removing it after noticing the pocket site appeared to be infected. It was noted that there were no environmental factors that may have led to the issue. It was reported that the issue was resolved at the time of the report. No further complications were reported.